Manufacturer narrative:
The catheter was not patent. Proteinaceous debris was observed in the interior of the catheter that may be occluding it. The catheter did not meet requirements for the leakage testing due to a small tear located 23.9 cm from the proximal flow holes. It is unk how and when this damage occurred. The instructions for use that accompany the device caution that low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears. A review of the mfg records showed no anomalies.

Event description:
It was reported to medtronic neurosurgery that during surgery it was found that the catheter was leaking from about the 24 cm point. The surgeon used a new set to complete the operation. It was also reported that there was no impact to the pt.